Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7102180 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a procedure wherein the leads were repositioned and the patient was doing well postoperatively.